Event description:
I have been using polident and fixodent for 5 years. I have to use it several times a day, I might use a box every 2 days to be able to eat and keep my teeth in. I feel numbness in my fingers, tingle, and woke-up one morning and had no feeling in my right arm, I had to be put in the hospital. I had copper and zinc in my system. They could not determine what caused it. Dose: fixodent denture. Frequency: three times a day. Route: oral. Dates of use: 2004 - 2009. Diagnosis: fixodent cream, poligrip cream. Event abated after use stopped or dose reduced: no.